Event description:
A trial head was lost in the patient and could not be retrieved.

Manufacturer narrative:
A trial head was lost in the patient and could not be retrieved. Doi (B)(6) 2012 (left hip). Per the reporting the trial instrument remains implanted and therefore not returned for examination. The investigation is unable to conclusively determine the root cause but may be related to design. A design improvement was implemented in (B)(4) 2005 through eco (B)(4) including the addition of an x-ray wire so that the instrument could be located by x-ray should it be lost within a patient. The lot code required to determine the manufacturing age of this instrument was not provided. The investigation is not able to determine if of the older or newer design. Additional corrective action beyond that already established is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.